Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ syringe had scale marking issues. The following information was provided by the initial reporter: scale marking issue.

Event description:
It was reported that the bd luer-lok¿ syringe had scale marking issues. The following information was provided by the initial reporter: scale marking issue.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2021835. D.4. Medical device expiration date: 30-sep-2026. H.4. Device manufacture date: 16-feb-2022 . D.4. Medical device lot #: 2021832. D.4. Medical device expiration date: 30-sep-2026. H.4. Device manufacture date: 03-feb-2022.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 10-jun-2022. Investigation summary: our quality engineer inspected the 5 photos and 11 loose samples submitted for evaluation. Our quality engineer inspected the photo from an unknown batch shows two barrels with damage to the collar area and missing print on half of the barrel. Bd determined that the causes of the failures can be related to our assembly and marking processes. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ syringe had scale marking issues. The following information was provided by the initial reporter: scale marking issue.